Event description:
The daughter of a (B)(4) female pt contacted zoll customer support to report a code 101 - av image incompatible. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 101) was confirmed. As received, the monitor displayed code 101 - av image incompatible. The cause of the code 101 is corrupt programming. The cause of the corrupt programming is a defective programmable logic device (pld). The root cause of the defective pld was unable to be positively identified. No adverse event resulted from the defective monitor. The pt received a replacement monitor.